Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the distal portion of the lead was returned, analyzed and the inner and outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. The outer insulation of the lead was observed to have blood ingression. (B)(4).

Event description:
It was reported that the right atrial lead encountered reduced sensing and impedance. The right ventricular (rv) lead encountered sensing and thresholds reduced. The right atrial lead and the rv lead were explanted and replaced. No patient complications have been reported as a result of this event.